Event description:
The pt was three days post total hip arthroplasty and drain tube placement. When drain tube was pulled, tube broke off through first hole and was retained in wound. Drain tube was surgically removed.